Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The technician replaced the caster supports, brake casters, brake/steer caster and both brake steer rods to repair the bed.